Event description:
It was reported that the infuser was triggered and displayed the message of no pump reservoir does not work. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: a service history review identified there was no indication that the complaint was related to a service of the device within the review period. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Manufacturer narrative:
Other text: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history report (DHR) review could not be performed because no specific product was identified., corrected data: g3 and h10 statement.